Event description:
The doctor was attempting to implant a screw into pt when it broke. A new screw was implanted into pt. Pt's health was not compromised.

Manufacturer narrative:
Awaiting receipt of product from hospital. Product will be forwarded to manufacturer for eval upon receipt.